Event description:
The tip of the ethicon harmonic shear broke during the procedure. The tip was found lodged in the gastric sizing balloon. The balloon and tip was retrieved and a new sizing balloon was inserted and the procedure was completed successfully without further incident. Ethicon endo-surgery, inc., us. FDA safety report ID# (B)(4).